Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the ultrasound acoustic lens had a cut that reached the hard part under the pink probe. There were also dents on the acoustic lens. This is likely caused by physical stress such as dropping or knocking. Incidental observations are: leak in the distal end rubber (a-rubber) coating; a-rubber glue chipped; connecting tube coating peeled; crack in scope cover; grip unit, scope body, switch box unit, and light guide (lg) lens scratched; suction cylinder nut paint peeling; wear and tear on key top 1 and ultrasound scope connector case; universal cord kinked; el-connector corroded; and angulation less than specification with some play. The user¿s complaint of crack in the distal end was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the issue of a crack in the distal end. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the ultrasound acoustic lens had a cut that reached the hard part under the pink probe. There were also dents on the acoustic lens. This medwatch is being submitted for the reportable issue of the deep cut on the ultrasound acoustic lens observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the deep cut on the ultrasound acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 9. Inspect the ultrasonic transducer surface at the distal end of the endoscope¿s insertion tube for scratching, cracks, bulges, dents or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.